Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow-up report will be submitted upon completion of the investigation.

Event description:
This report is submitted in response to customer's medwatch submission to the FDA. The customer reports that during a knee arthroscopy, meniscectomy, the pump was spinning uncontrollably and fluid filled knee. There was swelling of soft tissue and muscle. Further communication indicates no medical/surgical intervention was necessary to treat the patient's condition and it resolved naturally. This device is used for treatment.